Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon eval, it was determined that the power unit connector intermittently powered up the charger. The root cause for the intermittent connection is likely due to the pins in the connector being recessed due to a combination of an assembly error and excessive force applied during mating. No adverse event resulted from the defective connector. The pt received a replacement charger.

Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that her battery charger had no lights on and showed no indication that it was charging the batteries. The pt was sent a replacement charger.